Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump alarmed no delivery during basal delivery. Customer's blood glucose levels were not included in the report. Customer reports the alarm was resolved by a complete set change. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.